Manufacturer narrative:
The esu was inspected/tested. Some service work was performed on the generator, but it was unrelated to the reported issue. In conclusion, no equipment problem was found that would have caused or contributed to the event. Based on the info that was reported, it appears that when the diathermy was applied during the prostatectomy an explosion occurred in the bladder due to the presence of a mixture of gases (i.e. Oxygen and/or hydrogen). During endoscopic procedures, oxygen can enter into the bladder from the atmosphere. Most likely combustible levels of oxygen and/or hydrogen (note: a gas produced when tissue is cauterized.) Caused the explosion and subsequent perforation of the bladder. Although rare, a warning in the user manual covers this situation. The customer has been made aware of the findings. They also were instructed not to resect into areas that have gases at combustible levels and to evacuate gases through the resectoscope. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The esu was used in a prostatectomy [(i.e., transurethral resection of the bladder (turp)]. The settings were cut at 130 watts as well as coag at 60 watts. An explosion occurred which caused a perforation in the bladder. No further info was provided.